Event description:
A healthcare professional reported a patient with incomplete flap in the unknown eye during flap creation procedure. Surgeon stated central flap was not completely cut from the laser. Flap wash was performed and flap was manually separated by using crescendo knife and hockey knife. Surgeon observed subepithelial scar in the patient eye and patient will come back to hospital in next two weeks. There are multiple related reports for this reported event. This report addresses unknown patient's unknown eye and additional manufacturer reports will be filed for the other patients.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed that the system has been meeting specifications as per service installation record (sir) and no abnormalities that could have contributed to this event were identified: the device was successfully verified four months prior to the treatment day. Based on this event, a field service engineer (fse) performed an onsite verification and found that the device was ok and identified no defects, as the event could neither be confirmed nor replicated. Nevertheless, the laser was adjusted. After this event, the clinical application specialist (cas) visited the site and reported that all flaps were of very good quality without any identified complications. Not enough information was provided to properly perform the investigation, therefore the root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).